Event description:
It was reported that a user experienced scan errors when attempting to scan a libre 3 plus sensor with the ilet system, consistent with intermittent communication failure involving the antenna component of the electrical and magnetic subsystem; troubleshooting steps included deleting and reinstalling the ilet app, removing and re-adding bluetooth, toggling cgm sources, and rescanning the sensor, after which activation was successful. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices, characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.